Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that there was dried blood and tissue on the jaws of the hemopro. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, as it self-activated. The toggle was noticed to be sticking in the "on" position. The handle was removed to inspect the internal connections. It was determined that the micro switch on the device was installed in the incorrect position, causing the lever to break and stick in the "on" position. The device produced steam and heat when connected. No excessive smoke was observed. Based upon the eval results, the reported complaint could not be confirmed for smoking; however, it was confirmed for self-activating. Awareness training on this failure mode was subsequently provided to mfg personnel. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the hemopro started to emit smoke. A replacement device was used to complete the procedure. The hosp did not report any pt effects.